Event description:
During a review of the patient's programming history on (B)(6) 2012, it was observed that on (B)(6) 2005, a faulted system diagnostics test changed the patient's settings. The patient was interrogated afterwards and re-programmed to desired settings; however, the magnet output current was left at 0.0ma instead of being turned back on.

Manufacturer narrative:
Analysis of programming history.